Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during pre-surgery testing it was determined that the motor device had a tear in the drill cord, near the base of the drill. It was further determined that the drill turned past the mechanical stop. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that there was a hole in the cord, the device had excessive vibration, abnormal noise, and exceeded the operational temperature specification. During repair it was observed that the drive shaft was worn out, causing the device to come into contact with the motor resulting in excessive vibration, abnormal noise, and overheating. It was further determined that the device failed pretest for noise, air pump assessment, and temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause of the vibration and heat was determined to be due to wear from normal use, and the additional failures were due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.